Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed that the mobile view station (mvs) fuses were blown. The mvs power fuses were replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service no parts have been returned to the manufacturer for analysis.

Event description:
A site representative reported that outside of a procedure, when unplugging the imaging system after it was charged, there was a spark. When the imaging system was moved into the operating room (or) to plug in, there was no power to the system. There was no patient present when this issue was identified.